Event description:
A "default" was reported with a cusa excel console which was smoking/smell of smoke coming from the console. The footswitch plug is also damaged. The unit was in contact with a patient however, there was no injury involved and there was no surgical delay as a result. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.